Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any call service alarms. On investigation, the pump powered on and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidents. Bolus deliveries were completed and recorded correctly. The pump casing was opened and no internal defects were found. The investigation was unable to verify or duplicate the reported call service alarm issue. Unrelated to the reported issue, it was observed that the verify screen was dim and discolored. A crack was found at the threads of the battery compartment. No evidence of moisture intrusion was found when the pump casing was opened.